Event description:
It was reported after the first dilation, the user was unsuccessful in re-inserting the catheter through a 5 french sheath. Another catheter was used & the exact same reported event occurred. A competitor's catheter was used to complete the procedure without any further complications reported.